Event description:
The pt was admitted for coronary evaluation due to unstable angina. The pt's medical history includes previous pci (non-target vessel), myocardial infarction, and a tumor. She was currently taking aspirin, plavix, statins, ace inhibitors and beta-blockers. Heparin was administered intra-procedure. Clotting times were not measured. Angiography revealed a 100% (cto), 30mm, de novo, irregular, eccentric, moderately calcified lesion in the proximal circumflex artery (lcx). The vessel was described as 2.25mm in diameter, between 45 and 90 degrees of angulation. The lesion was predilated with a 2.0 x 15mm balloon inflated to 14 atms. A 2.25 x 18mm cypher select plus stent was deployed to 14 atms. To ensure complete expansion, the stent was post dilated with a 2.5 x 20mm balloon inflated to 14 atms. Residual stenosis was 10%. The pt was discharged after two days with orders for daily administration of aspirin, plavix, statins, ace inhibitors and beta-blockers. At one-month follow-up, the pt complained of angina. Approximately two-months post procedure, the pt was admitted for unstable angina. ECG showed no changes. Re-angiography revealed a thrombosis of the previously placed cypher stent in the proximal lcx. The vessel was 100% occluded with timi 0 flow beyond the site. The treating physician indicated that, in his opinion, the thrombosis was due to the small caliber of the vessel (<2.5mm). The thrombosis was successfully treated with balloon angioplasty. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. In-stent thrombosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of thrombotic events following stent implantation include pharmacological factor such as discontinuation of antiplatelet therapy before six months; angiographic factors such as long lesions, multiple stents, calcified lesions and small vessels; pt-related factors such as acute presentation, smoking and congestive heart failure; and procedural factors such as inadequate post-procedure lumen dimensions, dissection, thrombus, and tissue prolapse. In this case, the pt had a history of known coronary disease with previous mi and she presented with unstable angina. The lesion treated was a long (30mm), tortuous, calcified cto. These factors put the pt at increased risk of a major cardiac adverse event. The 30mm lesion was treated with a 18mm stent, which indicates that there was diseased vessel not covered by the drug-eluting stent. Additionally, the 18mm stent was post dilated with a 20mm balloon, which indicates that the vessel outside the stented area may have incurred intimal damage. Lastly, the area was left with a residual stenosis of 10%. These procedural factors may also have increased the chances of a major cardiac adverse event. There is no evidence to suggest that this event is related to a manufacturing issue or device defect. There are various pt, vessel, lesion, and procedural factors that may have contributed to this reported thrombotic event.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).